Event description:
It was reported via social media that the patient had an infection. No further information could be obtained.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.